Event description:
A pt underwent a l5-s1 procedure in 2000 in which adcon-l was administered. Four months later, the pt presented with a local epidural abcess at the surgical area. The pt underwent re-operation and the abcess was removed. A culture was done which showed some bacteria and fungus usually found on the skin surface and acne. There were some granulamatous tissues in the area, and "something transparent on the surface (which) can be easily peeled off".

Event description:
Currently pt is off antibiotics and is slowly improving, however, he has not returned to work.